Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation due to an incomplete cut; however, the repair was not completed because the cutter is not repairable and was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during surgery the device was not meshing properly as the skin was catching on the blade. The taken graft was damaged and an additional graft was taken. There was no note of delay. During product evaluation, the cutter failed the sample mesh test due to an incomplete cut. Due diligence is complete and there is no additional information available.